Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage, moisture damage and partial display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she dropped the pump in the toilet and the screen was almost blank. The customer reported a crack on the top left corner of the lcd screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, blank display due to moisture damage on the electronic and with moisture damaged at the motor. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.